Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The reported issue of "bad angle" could be confirmed. Furthermore, inspection found residual liquid (foreign material) observed to be coming out of the ch-tube (this condition is caused by insufficient cleaning (handling issue). Additionally, the following defects were identified during device inspection: adhesive on a-rubber (insertion section) has a crack. Adhesive on a-rubber has white-clouded area. Bending tube found deformed. Color ring has a crack (control section). Image guide (ig) protector has a scratch. Protector of universal cord on control section side has a scratch. Objective lens has a scratch. The facility's cds and reprocessing information provided the following information including information on foreign matter found on the device "survey results regarding foreign matter": facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Foreign matter on the device was presumed that it adhered because a hardening agent was used in the treatment of esophageal varices. Facility stated ¿we use histoacrylic, and in the past, we have requested repairs when we know that histoacrylic is sticking¿. Time lag between the end of clinical use and the start of pre-washing- noted ¿(delayed, not implemented). Supply water and air to the air/water nozzle is unknown. No problems with the accessories used for reprocessing, stated "normal". Submerging the endoscope in cleaning solution done properly. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- it was noted ¿since it does not support 24-hour cleaning, it is left unattended until the start of business hours when it is used overtime. At that time, the details of the process that should be added to the normal reprocess are unclear¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of " bad angle" (reduced angulation) found during an unknown event. No harm reported. No patient harm, no user injury reported. Device evaluation found residual liquid (foreign material) observed to be coming out of the channel tube (ch-tube) . This report is being submitted for foreign material observed to be coming out of the ch-tube (this condition is caused by insufficient cleaning (handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the forceps channel. It is likely that the foreign matter got into the forceps channel and became stuck. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.